Event description:
Paramedics responded to a person, condition not reported. According to the reporter, the pt's electrocardiogram was unreadable when the paddles quick look function was used. Pt electrocardiogram leads and electrodes were immediately connected and the code was continued. No adverse affects to the pt were reported as a result of the alleged malfunction.